Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was unhappy with vision. Reportedly rotation and reposition of the lens were performed. A yag was performed on (B)(6) 2015. The surgeon believes the likely cause of the event was a lens vault. The lens was explanted and replaced with another lens of same model but different diopter power. The patient's current prognosis is good and patient is happy with distance vision. The patient now needs a new glasses prescription.

Manufacturer narrative:
The lens was not returned for evaluation. Inspection on a retain sample from the same lot was performed. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.